Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that both output connectors were broken. It was noted that the hanger was contaminated, the main printed circuit board (pcb) had a backlight issue, connector on main pcb was out of specification (mechanical), and the c277 was damaged, the main seal was pinched, both output connector nuts were discolored, the liquid crystal display (lcd) was bleeding, and both wires on the lcd were pinched. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged atrial port. The epg was returned for service. There was no patient involvement.